Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
The account alleges that during an ablation procedure the patient became hypotensive. An external cardiac ultrasound and intracardiac echo [ice] confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized.